Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr, parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. And it was reported, that the lead was not in wrong location. The lead was slightly lateral, but not significantly. The hcp has no explanation, for why she would have been feeling the abdominal contractions with that placement. Patient is on differential target multiplexed (dtm) stimulation. This is paresthesia free. Ins return was discussed by account.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial#: unknown, product type: lead. Product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative (rep), healthcare provider (hcp)) regarding a patient who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that the felt stim in her stomach, causing her muscles to contract ¿like was in labor¿ from the time the implant happened. Patient states she had a great trial. Patient said the permanent only caused her muscle contraction in her stomach from the start. She met several times with reps. They told her after several times ¿this is the best we can do, run it low.¿ no x-rays were ever done. The doctor would ask her to meet with reps when she complained and the reps always did meet in his office so he was aware of reprogramming's. Finally she gave up and shut her device off sometime in early 2015 and has not touched it since. The patient has moved and has new doctor who did films and told patient her leads are ¿in the wrong place¿ and ¿they are supposed to bein the back part of the spine but the are not.¿  it seems that he is saying the leads are not posterior which is clear from the abdominal contractions. The patient will have a lead revision and battery replacement since recovery efforts of battery that has not been used or recharged in 6 years in futile. The revision is scheduled for (B)(6) 2021.